Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2012-05208. It was reported the pt's ipg site was red and swollen. The doctor put the pt on IV antibiotics for a possible infection at the ipg site. An allergy test was performed on the pt and the results were negative. It was also reported the pt was receiving inadequate coverage. The pt also experienced pocket heating while being reprogrammed. X-rays were taken and no anomalies were found. The pt will follow-up with her doctor on a later date. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.